Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as peritoneal inflammation. The cause of the event was unknown. It was not reported if the patient was not hospitalized for the event. The patient received unknown treatment for the event. Action with dianeal therapy during treatment was not reported; however, at the time of this report, pd therapy was withdrawn and the patient was recovered from the peritonitis event. No additional information is available as the reporter declined to provide further information.